Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that prior to priming the sets, a black foreign material was seen in the drip chamber. The drip chamber looks dirty overall, a couple of dark black spots were noted. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1)opened unused sample with packaging was returned for evaluation. The sample was visually inspected and several, large dark brown particulates were observed embedded in the clear plastic of the drip chamber. Visual inspection of the sample confirmed the reported mark on the drip chamber. The embedded material was confirmed to be degraded plastic due to the high temperature during the molding process of the plasticization group. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non - conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.